Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed displacement, rewind, basic occlusion, occlusion and prime tests. However, the pump was received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to the motor error alarms. The pump also had cracks on the reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during basal. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.